Event description:
Boston scientific received information that the patient with this product has a (B)(6). The product is apart of a system that is scheduled for explant in the near future due to this infection. No additional adverse pt effects have been reported.

Manufacturer narrative:
With current information, the product remains in service, however is scheduled for explant. No further information is available. This report will be updated if more information becomes available.